Event description:
On 05/04/1999 the account reported a negative suds hiv-1 results for a patient, which was requested by the physician. Based on patient's past history, the physician ordered other tests (ruo), which came as positive. The patient was drawn again on 05/08/1999 and negative suds hiv-1 results were again obtained by the account. No report of any injury.